Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and it was reported that the previous lead was replaced due to it breaking. The patient reported that she knew ¿one of them weren't working¿ but the healthcare professional (hcp) said ¿none of them were working.¿ the patient reported that the lead was replaced on (B)(6) 2016 and they attached it to an external box. The patient reported they went in 10 days after surgery and the hcp looked at her incision only and felt she was good to go.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3080, lot# l72001, implanted: (B)(6) 2000, product type: lead. (B)(4) pertains to ipg ((B)(4)) and lead (l72001) .(B)(4) pertains to ipg ((B)(4)) and lead (l72001). (B)(4) pertains to ipg ((B)(4)). (B)(4) pertains to lead (l72001). (B)(4) pertains to ipg ((B)(4)) and lead (l72001). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported stated that her implant had stopped working, and she had a saw a call your doctor screen when it stopped working. The patient noted it only last 3.5 years, when others had lasted longer. The implantable neurostimulator (ins) had depleted faster than the patient had expected, but the healthcare professional (hcp) did not allege premature depletion. The patient noted her setting had been pretty high. The patient stated they replaced the lead because it was bad. The patient stated they thought one contact had not been working, but the hcp said all contacts were not working. The patient stated the hcp did not use imaging to determine this. The hcp stated that the lead had been implanted for 16 years and that it was maybe cracked and become unusable, which was why it was replaced. The patient stated the old lead was going to be left implanted because the hcp stated it might be fused to her bone and would be a major ordeal to take out. The patient had the ins replaced on (B)(6) and the new lead implanted. The patient noted the implant stopped working, the ins depleted faster than the patient expected, the call your doctor screen, and leads and contacts being bad occurred in (B)(6) 2016. The patient had the new lead implanted on (B)(6). It was noted the old lead was left abandoned. The patient stated they had been working with one hcp until he retired and he was aware of the leads contacts not all working. Additional information from the patient reported that she was on her 4th implant and that the first one last 7 years, the second last 3.5 and the most current implant only lasted 2 years. It was noted the patient had previously reported the current ins had last 3.5 years. It is also noted the according to manufacturer records the implant lasted 3.5 years. The patient stated the first two implanted were due to normal battery depletion, but the current ins had only lasted 2 years and was not being replaced to normal battery depletion. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.